Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that air from the irrigation line could not come out during a vitrectomy surgery. The product was replaced and the procedure was completed without consequences to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
The product lot and device history record were reviewed and showed that the product was released per specifications. The customer reported air from the irrigation line could not come out, however, the auto infusion manifold which controls fluid and air exchange to the eye was not returned, as such, this event could not be confirmed. A yellow stopcock and infusion cannula was returned and filled fluid; the tubing was pressurized using an external pressure source and no leakage was detected. The root cause of the customer's complaint could not be established; the customer did not return the auto infusion manifold associated with this complaint, therefore the root cause of the event could not be determined. (B)(4).